Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, and after performing the reset, the customer confirmed that the error did not reappear and they were able to successfully start a sensor session.